Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was not inflating or deflating , pump would not refill. The device was removed and replaced for a new ipp. There were no further complications for the patient.

Manufacturer narrative:
Device malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear. The cylinder had broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder failure. The allegation of device malfunction was confirmed with the cylinder failure. The identified cylinder leak would render the device non-functional. Product analysis confirmed the reported device allegations. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure through product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was not inflating or deflating , pump would not refill. The device was removed and replaced for a new ipp. There were no further complications for the patient. No more information is available at the moment, additional information was requested and will be provided as it becomes available.